Event description:
An event involving a plum a+ (11.3 version) new restart experienced device inaccuracy of infusing faster than specified. The reporter stated that on (B)(6) 2024, the pump plum a+ presented overdeliver, the infusion was administered in a shorter time than expected. The pump was programmed with an infusion scheduled for 24h at a rate of (B)(4). Prior to this night some infusions had ended in some cases 1h earlier. On the specific night of sunday, (B)(6) 2024, it ended almost 8 hours earlier. The product status at the time of event was during infusion. The event occurred during patient use, there was no one harmed.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation: visual inspection was performed and the device was found in good physical condition. Interpretation of event history: the event history was downloaded from the device and it was found that on june 9, 2024, from 7:58 p.m., there was no evidence of events from the morning, afternoon, and previous days. This is due to the memory capacity, since it deletes the first events giving priority to the last ones with a maximum capacity of up to 320 events logs. The device was not removed at the time of the event and continued working for other infusions until the (B)(6). June 2024 deleting most events from june 9, 2024 and previous days. According to the customer experience, the events occurred on june 9, 2024 and days before. These events cannot be reviewed for the analysis of what happened. A review of the infusions on june 10 and 11, 2024 is carried out to find schedules similar to those of the event, but the schedules found were different. Customer protocol tests: start of infusion: date: (B)(6) 2024, time: 14:30, channel: a, volume to infuse (vtbi): 180ml, infusion rate: (B)(4), duration: 24 hours. End of infusion: date: (B)(6) 2024, end time: 14:28, total volume infused (vi): 183 ml/hr, total infusion time: 23 hours 58 minutes. Conclusion of customer protocol testing. The device was programmed in channel a to deliver a volume of 180 ml in 24 hours, at a flow rate of (B)(4), resulting in 183 ml delivered in 23 hours 58 minutes. 180 ml *5% = (+/-9 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The margin of delivery error was +3ml. According to customer experience, the device generated an excess supply. But the customer protocol testing determined that the device worked 24 hours without interruption and the infusion was completed without over-delivery or alterations in values. Delivering what was scheduled. A keyboard test was carried out to verify that it did not auto-program. Each key works correctly, the test passed correctly. Probable cause: the probable cause cannot be determined by analysis of the history because the device continued working after the event occurred, deleting the logs of the corresponding date. The device should have been removed from service at the time the overdelivery was evident and thus preserve the day's events in order to determine if it was a user programming error.